Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was not recognized by the system upon installation. The procedure was completed with no reported injury using a backup instrument. No fragment fell inside the patient report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and confirmed the customer reported issue of recognition error. The error was confirmed during log review and during functional testing. As part of investigation, instrument was inspected and found a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimps were missing from clevis. The cable was fully broken. This finding is unrelated to the primary observation.